Event description:
The doctor indicated that the locator abutment (iloa004) fractured. The abutment was placed in the mouth on (B)(6) 2015 and was torqued to 20 ncm with the appropriate instrumentation. The screw portion of the locator abutment broke off in the implant. The abutment screw fragment was retrieved successfully.

Manufacturer narrative:
The complaint investigator reviewed the returned loa004 locator abutment with a digital microscope and photographs taken. The following is concluded from the review: the abutment is confirmed fractured as reported in the complaint. The locator abutment has minimal or no wear. The component was returned to zest anchors for complaint investigation on 12-dec-2014. Zest anchors owns the risk management documentation and provided the response. Zest response: zest quality department evaluated the returned part and confirmed the fractured threads during use, the remainder of the threaded portion was found to be in specification with no material defect noted. The component was found to have no obvious defects and the remaining features were found to be in specification. The cause for this fracture cannot be determined. There is no information to suggest a nonconformance with the components contributed to the reported event. Received by the manufacturer was initially submitted incorrectly as jan 30, 2015. The initial date received by the manufacturer was jan 27, 2015. (B)(4).

Manufacturer narrative:
Evaluation begun, not yet to concluded.